Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The patient was not hospitalized for the event. The next day after the onset, the patient was treated with vancomycin (2g, intraperitoneally(ip), stat) and gentamicin (40mg, ip, stat). Fifteen days later, treatment with vancomycin was discontinued and gentamicin was changed to 66mg, ip, daily. Ciprofloxacin 500mg was also started orally, bidaily. The pd catheter was also removed and the patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.